Manufacturer narrative:
The device has been explanted and has been returned to headquarters where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that pt was re-implanted with a vibrant soundbridge.